Event description:
Info received indicates no adverse pt effect was reported hcp noted the pack had been misasembled as received, and comtained the wrong filter component. A pall leukoguard filter was not provided in the custom pack per specification; instead a pall 40 micron filter had been assembles into the kit and was used during the case. No pt complication has been reported.